Event description:
Broken pin requiring revision. Original surgery performed in 2004. Right hip revised in 2009. Left hip revised two months later. Replaced with k2 mid-length stem.

Manufacturer narrative:
Mechanical tests were performed on similar devices.